Manufacturer narrative:
A MFR's service rep performed an on site investigation. The hard drive and sata cable was replaced. The system software and calibration files were re-loaded. The system was tested and is operating as intended.

Event description:
The customer reported that the cine images were not saving to the hard drive on the 9900 system. No pt injury was reported.